Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during the post-delivery product confirmation, white scratches were found on the images involving an olympus flex deflectable videoscope. The customer relayed that the device had not been used clinically. There was no patient involvement reported.